Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown if the patient had a fall as it was not triaged by the office. It was unknown if there was an affect on the device. The cause of the disconnection/lead crinkling was unknown. X-rays confirmed proper location of the leads. It is unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y8l3 implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2y8l3); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that their back fell and that they thought their ins no longer had connection with their lead. Patient stated that their lead felt crinkled up over their skin and that they never did anything about it. Patient added that slowly, the pain got harder and harder where "the wires connect" and that it was painful for them to lay down on their back or on the right side of their buttock. Patient mentioned that their urinary incontinence couldn't be managed as well and that was the same with their bowels showing no warnings. When asked for an event date, patient stated that they noticed the "wrinkle" in about a month or longer but then stated that the issue started around august. Agent redirected the patient to their healthcare provider (hcp) to further address the issue. Patient stated that their hcp told them to contact [manufacturer] to ask for suggestions. Agent reviewed that their hcp could contact technical services, then provided phone number.